Manufacturer narrative:
H3, h6: the reported device (pn 110137) used in treatment was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional evaluation could not be performed. DHR review found that no conditions that could contribute to the reported event were found. The reported product met manufacturing specifications prior to being released for distribution. A complaint history review found similar reports, this issue will continue to be monitored. This failure mode is identified in the navio risk profile. The navio user's manual (500196) contains instructions for proper handpiece assembly in the ""assembling the hardware"" section and handpiece testing in the ""performing handpiece diagnostics"" section. The navio surgical technique guide (500197) provides instructions for reverting to a manual procedure at any point in the case in the ""recovery procedure guidelines"" section. A relationship, if any, between the subject device and the reported event could not be determined. A factor that could have contributed to the reported event could be if the drill was not properly seated in the handpiece or if the bur size selected on the system was not the same as the bur size being used. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation. The medical investigation found that: this complaint from japan reports, during the procedure, burring to make the hole of the tibial cutting block by 5mm bur at speed mode, the bone was cut too much, so that the model bone was displayed as red. The surgery was continued as intended with navio. Per complaint details, the device malfunctioned during use. Based on the information provided, there was no patient injury/impact reported and the procedure was completed with the same device. There was no delay and no other complications were reported. Smith and nephew has not received adequate materials (operative reports) to fully evaluate the complaint, but if additional clinically relevant materials are later received, then the case may be re-opened for further evaluation.

Event description:
It was reported that, during a navio tka procedure, when burring to make the hole of the tibial cutting block by 5 mm bur at speed mode, the bone was cut too much, so that the model bone was displayed as red. The surgery was continued as intended with navio. There was no delay and no other complications were reported.